Event description:
During procedure - grafts were harvested from the left thigh using zimmer dermatome of 1 to 2000, which essentially gave skin thickness of 11,000. The blade did not cut the correct thickness for which it was set.